Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported during the impella cp implant procedure for 76-year-old male patient, the plastic ring of the dilator broke off and remained attached to peel away sheath when the dilator was removed. Attempts to remove the plastic ring were unsuccessful. While attempting to remove the plastic ring, a hematoma was formed. They were unable to successfully suture the repositioning sheath with a plastic ring in place. The impella cp was removed.

Manufacturer narrative:
The investigation for introducer damage mechanical and access site bleeding has been completed. When removing the peel away sheath, the plastic ring on the dilator was found to be stuck. The product was not returned for investigation and data logs were not relevant. Clinical details nor photos were provided to help explain how this occurred. Since the product was not returned and not enough clinical details were provided, the root cause of the introducer damage could not be determined. As a result of the issues removing the peel away sheath, a hematoma formed at the access site. The product was not returned for investigation and data logs are not relevant. Since the product was not returned and not enough clinical details were provided, the root cause of the access site bleed could not be determined.